Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient underwent a second surgery to get the patella resurfaced. During the procedure the lgn ps high flex xlpe sz 5-6 9mm was being removed and it was noticed that the post had broken off. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2008, the patient underwent a second surgery on (B)(6) 2025 to get the patella resurfaced. During the procedure the lgn ps high flex xlpe sz 5-6 9mm was being removed and it was noticed that the post had broken off. The insert was exchanged but the broken section could not be found. The current health status of the patient is unknown.